Event description:
When user was removing the lift strap joint form the carriage hook using the extension arm, the motor detached and fell on the bed. No injury alleged.

Manufacturer narrative:
The multirall has been checked in our workshop: electronic card was replaced due to issue with the charging system. Training session has been scheduled for the facility staff on the proper use of the product.